Event description:
It was reported that pump displayed recurring malfunction code 12 with no notable events occurring beforehand, and issue had been seen at least three times on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use existing pump with plan to use alternate method and multiple daily injections if needed, while technical support arranged warranty replacement pump.